Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if cannula was properly inserted into the infusion site. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition, the patient reports having bleeding and pain at the pod infusion site. The patient administered correction bolus, but the blood glucose level was still high. Treatment for reported issue was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. The timing and cause of the observed cannula damage could not be conclusively determined. The pod generated an expiration alarm. The pod was confirmed to have run for 80 hours. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.